Event description:
It was reported that a user experienced hyperglycemia with sensor and fingerstick glucose readings of 218 mg/dl while using the ilet system and expressed concern about potential hypoglycemia due to insulin on board; the user did not agree with the automated correction dosing and had recently consumed food, with support staff advising against early corrections or overtreatment and explaining that correction effects can take one to two hours. Investigation of this case revealed that the system delivered correction doses and glucose trended downward consistent with algorithm function. No symptoms associated with elevated blood glucose reported. Outcomes included no injury, no medical intervention. It was concluded that the device operated as designed and the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.